Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The products were returned under the wrong complaint number. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, the sample was noticed to be ruptured since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 10/17/2019, mentor became aware that the patient also experienced baker grade iii capsular contracture on the left side. As a result, the patient underwent device removal and replacement with 360cc mentor memorygel breast implant, catalog number 3507360mc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. Reason for device explant and/or reoperation: rupture and capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 375cc, catalog # 3507375bc, serial # (B)(4), lot # 5862870. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with a mentor memorygel breast implant 375cc and experienced rupture on the left side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent device removal on (B)(6) 2019.